Event description:
It is reported that the patient is presenting with pain and swelling. It is also reported that bone scans indicate loosening of an unspecified component.

Manufacturer narrative:
This report will be amended when our investigation is complete.